Manufacturer narrative:
(B)(4). Info anticipated, but unavailable at this time.

Event description:
It was reported that during a bi-lateral mastectomy procedure, the clips were malformed. Another instrument was used to complete the procedure with no pt consequence.